Event description:
While customer was placing light into the ceiling (automated) the motor actuator housing broke causing swinging door to open and the light to swing down from the docking station and hit the pt on the leg. X-rays taken, no injury sustained.